Manufacturer narrative:
The symptoms described are consistent with application of unneutralized hydrogen peroxide coming in contact with the eye. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer did not indicate that she had blurry vision, light sensitivity, or discharge which could indicate a more serious ocular event. The device was not returned to the manufacturer for evaluation.

Event description:
Consumer reported experiencing irritation, pain and redness regularly with use of the product. The consumer attributed the symptoms to a short soaking time. The consumer indicated that she is a doctor (unspecified specialty) and she self-diagnosed the condition as conjunctivitis and self-treated with dexa-sine ophthalmic drops (anti-inflammatory). The complaint suggests the device may have malfunctioned as a result of variability of neutralization.